Manufacturer narrative:
Upon receipt, the external pacemaker was inspected. The visual and mechanical inspection revealed no anomalies and no manufacturing deviation was found. The functional analysis showed an elevated current consumption depleting the battery. The visual inspection of the inner assembly showed no anomalies. Subsequent investigations revealed that an electric component of the electronic module was defect causing an elevated current consumption depleting the battery. The defect was repaired and the device proved to be fully functional afterward. The manufacturing process for this device was re-investigated. Despite the clinical observation, the inspection of the manufacturing process did not reveal any conspicuity. It can be assumed that this is a singular event of random nature. In summary, the clinical observation resulted from a damage of an electric component leading to an elevated current consumption depleting the battery. The manufacturing records document a flawless device production. It is therefore assumed, that the damage occurred after the device shipment, however, the date of occurrence was not determinable.

Event description:
Ous MDR - it was reported that the device turned off while being connected to the patient. The test showed low battery status. No adverse patient side effects were reported. There were no dates provided by the country of origin.